Event description:
It was reported that during a lap chole procedure, clip fell out of the instrument and was able to be removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.